Event description:
The customer reported that a few minutes after closing the surgical incision, blood was noted in the drainage tube. The incision was re-opened and oozing was found in some vessels. Sutures were used to close the vessels. No transfusion was necessary. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.